Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 600 mg/dl with reported symptom of tiredness associated with an unspecified pump delivery issue. This report is made based on the allegation that the patient experienced hyperglycemia associated with an issue which remained unresolved at the time of contact.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/19/2014 with the following findings: no defect was found: unable to duplicate reported complaint. Pump history shows no alarms outside the range of normal patient use. The basal and boluses add up appropriately to total the tdd; showing the pump was delivering accurately until the last date used..#2. Pump passed a delivery accuracy test and was found to be operating within required specification and delivering accurately. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.